Event description:
Patient was revised due to cup loosening and pain. Update: ((B)(6) 2012) - patient fact sheet was received. The part/lot numbers and doi have been updated. There is no new information that would change the outcome of the investigation. Doi: (B)(6) 2007.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is a duplicate report of 1818910-2012-24018. This report, 1818910-2012-22877, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2012-24018. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(4) 2012. Litigation papers allege the patient was revised due to severe metal poisoning and metallosis. There is no new additional information that would affect the investigation. Update: (B)(4) 2014 - medical records received. Patient was revised to address debris filled fluid, black staining of the inner capsule, soft tissue mass in the anterior aspect of the hip which was filled with a pasty dark material, and no bony ingrowth on the acetabular cup. Patient revised with pinnacle implants. The information received does not change the MDR decision. This complaint was updated on: (B)(4) 2014.